Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden spike in shock impedance measurements reaching higher than 200 ohms. Technical services (ts) was contacted and reviewed the information available. This system was reprogrammed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.